Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical use, the cardiosave intra-aortic balloon pump (iabp) unit system overheated. There was no patient harm.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp but was unable to reproduce the reported issue. As precaution, the fse replaced the pcb, front end,rohs, compressor, scroll, temp sensor,threaded probe, & pcb, motor control,rohs. The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Manufacturer narrative:
Corrected fields: h6 (type of investigation- analysis of production records/3331) was added mistakenly. Getinge field service engineer (fse) stated that system overheat alarm occurred. Although fse carried out operational checks, etc., the same alarm was not reproducible. Due to full warranty, compressor, motor control board, temperature probe, and front-end board replaced. Operation check performed based on inspection record sheet, good operation time: 3510 hours (aichi prefecture) full warranty contract machine.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, investigation conclusions), h11. Corrected fields: d1, d9, h6(type of investigation). Getinge field service engineer (fse) stated that system overheat alarm occurred. Although fse carried out operational checks, etc., the same alarm was not reproducible. Compressor, motor control board, threaded probe temperature sensor, and front end board replaced as a precaution. Operation check performed based on inspection record sheet. The following was performed by technician of the maquet failure analysis and testing (fat) department wayne. The failure analysis and testing department received the following parts associated with this complaint: pcb,motor control,rohs sn: (B)(6), temp sensor,threaded probe sn: n/a, compressor, scroll sn: (B)(6), pcb,front end,rohs sn: (B)(6). These parts were received with a reported unit failure message of system overheat. Performed visual inspection of these all parts received and following parts looks to be in good condition. Pcb, motor control sn: (B)(6). Temp sensor probe sn: n/a. Pcb, front end, rohs sn: (B)(6). The fat dept. Found out compressor scroll cable connector for backplane board j12 was melted. Please see attached picture of melted connector. Due to melted connector, the fat dept, cannot be investigated further for compressor scroll. Installed pcb, motor control, temp sensor probe and pcb, front end,rohs parts into the cardiosave test fixture sn ca204340l1 and tested together and separately to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure message of system overheat. The following parts passed testing. Pcb, motor control sn: (B)(6). Temp sensor probe sn: n/a. Pcb, front end, rohs sn: (B)(6). Retaining temp sensor probe and compressor scroll in the fat dept. Per procedure. Sending pcb, motor control and pcb, front end, rohs to the supplier for further investigation per procedure. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne. The fat dept. Received part number 0670-00-1159 rev a, motor control board serial number (B)(6) from the supplier. Supplier investigation: performed visual check and no abnormality found. Board was re-tested at fct and passed. Result at inspection and test is good and no abnormalities was detected. Board was ndf. Retaining this board in the fat dept. Per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne. Failure analysis received from the supplier for pn 0670-00-1164. Please see attachment. They stated that the part failed the ict test and failed cr25_d1 ; d1_cr1 ; u101_d1. Retaining the part in the failure analysis and testing department per procedure number. The most probable root cause for the motor control board is component reliability. The most probable root cause for the threaded probe temperature sensor is component reliability or a wire break. No failures were confirmed for these two parts. Not confirmed was utilized. The most probable root cause for the scroll compressor is debris or excessive stress or fatigue. The most probable root cause for j12 on the cable is due to the potential overheating. The most probable root cause for the front end board is component reliability.

Event description:
N/a.